Event description:
Follow up information received reported that the accessory product ID 22670, lot #129120 was mistakenly added to the event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implantable neurostimulator (ins) was explanted and replaced due to stimulation/therapy issues, loss of stimulation/therapeutic effect, overstimulation, stimulation in the wrong location, and the patient not being able to adjust the stimulation. Patient symptoms/complications were described as less than 50% therapy relief. It was stated that during the period from 2011 to 2013, impedances had been "mostly identical in all poles." Impedance values "over 4000 or 690, etc. In all the poles at the same time." It was unclear if the reporter stated there were high impedances or not. It was stated that "programming to the right place had been difficult since test period and before replacement mostly impossible to find pleasant stimulation and from all the poles the paresthesia had been in a wrong place and felt like root stimulation." After the ins replacement, the results were good. It was stated that the voltage used with the explanted device had been around 0.3 volts. Patient status at time of this report could not be obtained. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 22670, lot# 129120. Product type: accessory: product ID 22670, lot# 129120. Product type: accessory. Final analysis of the implantable neurostimulator (ins) revealed "no anomaly." "Normal impedances were measured on all circuits and electrode pair combinations."

Manufacturer narrative:
(B)(4).